Manufacturer narrative:
(B)(4).

Event description:
Respiratory therapist notified covidien that while training a parent to monitor their child at home, she placed the n25 sensor on pt and it gave low readings. The pt read 84% spo2 on the bci monitor with the n25 sensor but with a maxa sensor, pt dead 94%. No pt harm reported.